Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A nail was placed in a patient at (B)(6) 2018. The elongated nail was placed in a (B)(6) year old female patient. Since the first week of january she developed severe pain in her right hip. On (B)(6) 2019, it seemed via x-ray that the nail has been broken. On (B)(6) 2019, surgeon performed explant of broken nail and new nail was implanted.

Event description:
A nail was placed in a patient at (B)(6) 2018. The elongated nail was placed in a 85 year old female patient. Since the first week of (B)(6) she developed severe pain in her right hip. On (B)(6) 2019 it seemed via x-ray that the nail has been broken. On (B)(6) 2019 surgeon performed explant of broken nail and new nail was implanted.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation the nail breakage is not linked to a deficiency of the device but is rather considered patient related contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the device in question. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of approx. 4.5 months. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.